Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device pass the pre-run testing? Yes. Had the device been activating and then stopped activating? No, it came apart. Did the generator display an error code or any messages? If so, please describe. No. Did the metal blade tip break off? No, blade assembly came apart (tissue pad). Did the tissue pad melt? (See pictures attached which shows the pad being loose, but not fallen off the clamp arm; and another photo of the groove) no. Or, did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Yes. Did any piece fall into the patient? No. Was the piece retrieved? N/a.

Event description:
Received user facility medwatch form (B)(4), advising during a laparoscopic fundoplication procedure; the shears broke. It is not known how the procedure was completed. There were no adverse patient consequences reported.